Event description:
The complainant alleges, "the 83615 tip broke during use."

Manufacturer narrative:
The complainant alleges that the reported device was used in a knee surgery at unknown power setting, time used, or force used when the device broke above the blade. The complaint was able to be confirmed from pictures received from end user. A true root cause is unable to be determined as no further picture or return of product were available to investigate further. However, we believe based on the image, this appears to be extreme force applied to the device cause it to snap in two. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.